Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink was separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check therapy pad messages.